Manufacturer narrative:
Product complaint # ==> pc(B)(4) investigation summary ==> examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune insert trial cracked while trailing, also attune femoral impactor cracked during impacting femur. The trial is fractured diagonally, anterior to the smaller post. All pieces were returned for evaluation.